Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The customer reported the system went down during an exam, resulting in a longer procedure. The patient suffered a cardiac arrest the following day and remains hospitalized. No direct link could be confirmed between the delay of procedure and the patients cardiac arrest.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed the system remained on overnight and the ias plane a was not ready. In this specific case, bypass fluoro was available at all times. The ias was exchanged and the system was checked and verified for proper operation.